Manufacturer narrative:
Follow-up #1; date of submission: 10/29/2014 ¿ additional information: the reporter contacted animas on 10/10/2014 with the following additional information:incident description: it was reported that the battery compartment was cracked and that this device failure was preventing the battery cap from securing to the pump per the instructions for use (IFU), which resulted in an intermittent-power issue. In addition, the battery cap was reportedly free of damage.additional MFR narrative (h10): the pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was experiencing an intermittent-power issue. In addition, it was reported that the pump powered on appropriately with the use of a new battery from a new pack; however, this result does not constitute resolution of this issue. Also, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption; per the instructions for use (IFU), the yellow o-ring of the battery cap should not be visible during pump operation, otherwise the pump is susceptible to power-related failures. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2; date of submission: (B)(4) 2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: several inexplicable power-reboot events, which can be indicative of the type of power issue that was reported, were observed in the black box data. A battery cap was not returned with the pump; a test battery cap, which was unable to secure to the pump per the instructions for use (IFU), was used during the analysis. The threads of the battery compartment were damaged, and the battery compartment was cracked in the thread area. The pump was exercised for 24 hours, during which no power-related events were observed: the reported issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found.